Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pt with IV tubing leak just below medication port. Pt infusing doxorubicin at 4.2ml/hr. Infusion started at approx 2pm today. States this is the second time this has occurred. Wife took pictures of leak with cell phone. Instr pt to shut off pump now. Verified wife covered area of leak with saran wrap to contain. Instr pt to close port and tubing clamps. Instr to wash hands and all affected skin thoroughly with soap and water. Writer to make visit now to assess. Pt staying at local microtel hotel. Pt and wife thankful for assist and visit. See visit note in (B)(4). Outcome: tubing changed and infusion resumed with minimal interruption. No physical patient harm. Doxorubicin 121 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours type of drug:doxorubicin 121 mg in saline. Total volume 210 ml. Infuse 200 ml over 48 hours delay in therapy:unknown; need for medical intervention:unknown; patient involvement: yes; death / serious injury: no; human harm: no. "

Event description:
The event was reported by a customer from USA: administration set leakage of doxorubicin.

Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4).